Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-10415. The pt reported he has only charged his ipg three times and has experienced heat and discomfort each time. The pt stated that he was burned during one of the charging sessions. The pt also reported the device has always caused him discomfort to the point that he cannot sleep at night. The pt advised he no longer uses the scs system and has requested to have it removed. Surgical intervention will be undertaken at a later date to resolve the issue. On (B)(6) 2012 (B)(6), sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.